Event description:
After an implantation period of approx. 34 months, oversensing with inappropriate shock was reported. Aside from the inappropriate shocks, no adverse patient side effects have been reported. The ICD is still implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. In agreement with the clinical observation, the available iegms documented the presence of noise in the ra, rv and lv channels, which led to the detection of vf and a resulting shock delivery. Based on the morphology of the noise signals, it is reasonable to assume that the noise resulted from the influence of external sources. Further inspection of the available data did not show any anomalies. There was no indication of an ICD malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The morphology of the noise signals indicate that these resulted from external influences. The analysis of the returned data revealed no indication of an ICD malfunction.